Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed elevations in pump power and flow. Although a specific cause for this finding could not be conclusively determined through this evaluation, the account suspected that they were caused by device thrombosis. A direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and no additional follow-up attempts will be performed. The patient remains ongoing on the hm ii lvas, serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of the hm ii lvas. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 entitled ¿patient care and management¿ also outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device expiration date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that powers were beginning to creep upward with lactate dehydrogenase (ldh) rising as well. Log files were submitted for review and 232 pulsatility index (pi) events were captured. Relative state of charge (rsoc) voltages that were low for a patient cable were noted. The rsoc voltages in the patient's log file history ranged from 12.4v - 14.0v during the roughly 3.5-day length of the log file (the voltages should be consistently 14v). Additional log files were submitted for review as there was concern for thrombus as patient has increased powers/flows after 0830 on (B)(6) 2024. The patient was off anticoagulation for a few days as they were status post colon cancer resection and had some oozing post-operation requiring blood transfusion. Lactate dehydrogenase on (B)(6) 2024 was at 0600 and was within normal limits for patient in 200s. Log file review was requested, and it was observed on (B)(6) 2024, starting at 0822, that the power and flow appeared to trend upward. Also, noted the pump power routinely in the 6-7w range and flow 6-8 lpm range, over the last four days. The data logger did see some elevated powers for a short time frame on (B)(6) 2024 at 0918 through on (B)(6) 2024 at 1128 with powers noted as high as 11.7w. After that time powers were noted in the 6-7w range. Log files sent in on 10may2024 showed no unusual events recorded in the log file event history.